Event description:
I noticed after use of machine on my nose and face I had black dust on nose and mask. I was confused fast forward 1 year later I wake up my nose is all scaly oily and scabs I went to doctor recently dermatologist doctor told him that it was not pleasant my self esteem was way down because of it. They told me it's seborrhoeic dermatitis long-term skin disorder they said that the mask may have caused this to come out more on my nose and face. They gave me a cream to put on it I notice some improvement. I still have flaky scaly oily skin on my nose. Some days I look like rudolph the red nose reindeer. I never had this problem in my life I'm 30 yrs old. Until I started using the phillips CPAP product. Currently seeking other test to see if I have been affected with my lungs or anywhere else I will update as much as I could.